Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. In addition, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. Additionally, it was reported that plaque was present at the site. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Also, it was reported that the physician was in training to the use of the mynx device. The mynx instructions for use states that the mynx should only be used by a trained licensed physician or healthcare professional. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional that a (B)(6) female patient with a history of peripheral vascular disease (pvd), underwent percutaneous aortic stent placement on (B)(6) 2010. Access was obtained via a 6f sheath at the left groin. Angiomax was given peri-procedure. A femoral angiogram to assess the vessel size was not performed, however, a runoff showed the vessel size to be adequate. (Per physician the size was about 5 mm). The stick was reported to be good, however, there was plaque present at the access site. The physician, in training to the use of the mynx, chose the device for femoral arterial closure following the procedure, without the aci sales professional present. Hemostasis was achieved successfully, however, while in the holding room (about a half hour post procedure) the patient had a diminished ipsilateral pedal pulse and the leg became cold. The patient was taken to surgery for a cut down which documented an occluded popliteal artery. The physician used a fogarty catheter to aspirate what was believed to be sealant and clot from the popliteal artery. The retrieved material was sent to the path lab (results not provided). The patient tolerated the procedure well and flow was restored in the popliteal artery. Patient was discharged on (B)(6) 2010 without any further clinical sequela reported.